Manufacturer narrative:
Investigation results: no product/package at hand therefore an investigation is not possible. This case was discussed with specialists from the product management and labeling management. According to the specialists, this is no aag packaging. This kind of labelling is normally used for packaging of instruments and unsterile implants from re-storage out of loan sets. This is the first case with this error. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available this failure is probably loan service related. Rationale: according to the quality standard and DHR files a material defect and production error was not found. This is no aag packaging. Therefore it can be exclude that the device has left the aag in such a package. It could be possible that this device was a part of a loan set. In a course of a re-storage the device was packaged in such a way. A CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a columbus surface. The following was reported: when opening restocks today, one restock was not in a sterile package. This incident did not occur in surgery. There was no patient harm. Additional information was provided in form of a picture of the product, which showed the malfunction. The malfunction is filed under (B)(4).